Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint is unconfirmed. The root cause is unknown. The complaint database was reviewed and no similar complaints were found for this lot. The device history record was reviewed and no exception documents were found.

Event description:
The physician was attempting to gain access via the femoral artery during a peripheral vascular intervention. The physician was unable to further advance the access wire. When attempting to withdraw the wire back through the access needle, the tip of the wire sheared off within the patient's extravascular space. A vascular surgeon was consulted and the wire fragment was successfully removed.